Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 3max reperfusion catheter. Upon removal from the packaging, a 3max catheter was found fractured and was not used.

Manufacturer narrative:
Result: the 3max reperfusion catheter was fractured approximately 36.5 cm from the hub. Conclusion: the complaint has been evaluated. The complaint indicated that the 3max reperfusion catheter was fractured upon removal from its packaging. Evaluation of the returned product revealed a fracture in the proximal shaft of the catheter. This type of damage frequently occurs due to improper handling during removal from packaging. These devices are 100% visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.